Manufacturer narrative:
Date sent: 7/17/2007. Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. No error code 5 was observed during analysis. The batch history records were reviewed with no anomalies noted during manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported by the affiliate that the display showed instrument, no function, take new instrument, no further information is available. Procedure: liver resection. There was no patient consequence. 1 device returning.